Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. The patient had a hematoma around the wound of the biomonitor. The patient was called to the site for assessment and will be seen again next week. Should additional information become available this file will be updated.